Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2022-11530. It was reported that the patient was admitted for a subdural hemorrhage. The patient had a controller exchange performed by the bedside nurse just before midnight on (B)(6)2022. The patient was resting in bed and did not have anything unusual occurring at the time of the event.a review of the log files found patient had low flows followed by speed drops well below the fixed speed on the device with some speeds in the 5000 rpm range and powers reaching and exceeding 10 watts. Following controller exchange, the patient has maintained a pump speed of 9000 rpms. Due to this, it was suspected that the controller change resolved the issue. The log from the original controller captured some low speed events while connected to the power module but also noted frequent yellow wrench/replace controller events along with the low speed events. It looked like a potential short-to-shield but typically ¿replace controller¿ events are not seen with short to shield. Additional information confirmed that the patient had a short to shield. Additionally, since the patient had a stroke, they have remained non-ambulatory without independent movement. A request for an ungrounded patient cable was made. A review of the second set of log files revealed low pump speed events and many pump stops. Additional information revealed that the patient passed away. The cause of death was unknown. It is unknown if the pump will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion. The system controller was exchanged following the reported event of low speed and power elevations. A review of the submitted log file, extracted from the original controller, contained data spanning approximately 29 days (B)(6) 22 ¿ (B)(6) 22 per timestamp). Starting on (B)(6) 22 from 21:34:37 to 22:51:43, while connected to the power module, the pump intermittently operated at speeds lower than the low speed limit due to phase 3 reading a much higher value than phase 1 and 2. From 21:39:44 ¿ 22:47:04, the pump experienced power elevations of 8 w ¿ 10.2 w. The low speeds and power elevations briefly resolved on their own before the driveline was disconnected at 22:52:31 for controller exchange. There were no other notable alarms active in the log file. A review of the submitted log file, extracted from the post-exchanged controller, contained overlapping data spanning approximately 4 days (B)(6) 21, (B)(6) 22 ¿ (B)(6) 22 per timestamp). Events from (B)(6) 21 contain data not relevant to the investigation. The driveline was connected on (B)(6) 22 at 22:45:55. On (B)(6) 22 at 11:04:15 and (B)(6) 22 from 16:15:34 ¿ 21:45:32, while connected to the power module, the pump struggled to maintain the set speed resulting in low speed operations and intermittent pump stops. Atypically high values for phase 1, 2, and 3 were observed during the low speed and pump stop events. On (B)(6) 22 at 16:15:59 ¿ 16:16:00 and 16:16:10 - 16:16:16, the pump experienced power elevations of 9.3 w ¿ 11.9 w. There were no other notable alarms active in the log file. The heartmate ii system controller (serial number unknown) was not returned for analysis. Provided information stated that after the controller exchange, speed drops down to 0 rpm occurred with positional changes of the patient. The patient was maintained on batteries to capture any positional changes causing alarms to occur. The events all occurred on a grounded patient cable and there was a suspected driveline short to shield issue. The patient¿s overall trajectory was unknown and it was uncertain whether to proceed with a driveline splicing procedure unless there was neurologic recovery. Additional information stated that the patient was deceased. No additional documents or photos were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.